Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported there was infection all over the patient's back. The patient went to the bathroom, where the patient's husband messed around with a small blister-like site. It was noted that 3-4 gallons of coffee/cream looking ooze came out before they got to the hospital and another 3 gallons came out while in the emergency room (ER). The patient was in the hospital for 2.5 weeks. The patient first stated that this occurred in (B)(6), however, patient services asked for clarification and the patient stated the infection occurred immediately after implant in (B)(6) 2016. The device was taken out a week after implant because the patient was allergic to some kind of metal. It was noted that the infection was confirmed. No device issues were alleged regarding this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.